Event description:
It was reported that a pt restrained with wrist restraints was able to lower the foot rest. The pt fell onto the floor and was injured.

Manufacturer narrative:
This treatment recliner has a weight based mechanism, meaning that the foot rest can be closed by pushing down with the legs/feet. Therefore, even with wrist restraints, it would still be possible for the user to close the (B)(4).